Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 63(hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the alarm and was able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the customer¿s time of calling. Unit passed the displacement test and self-test. No pump error 63 alarm noted during testing. However, on (B)(6) 2025 19:01:27.000 and (B)(6) 2025 16:22:16.000, pump error 63 was recorded. File number=2017 line number=147. Per software engineering log investigation, pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. Unit was cut open and a visual inspection on the connectors and electronic assembly was performed. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage was noted during visual inspection. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of pump error 63 were confirmed when pump error 63 alarms were noted during download history review. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.